Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient experienced dizziness and eventually syncope. The estimated glucose value (egv) at the onset of symptoms was not documented. It was also not documented if a bg was checked as the patient reportedly could not remember. The patient self-treated her symptoms with carbohydrates. According to the report, there were no alert messages or notifications from the display device at the onset of symptoms. Bystanders called an ambulance and the patient was transported to the emergency department (ed) where she underwent testing because she hit her head and had jaw pain as a result. At an unspecified moment at the hospital, the egv was 70 mgdl while the bg was 58 mgdl. The patient could not recall the hypoglycemia reversal method. She was hospitalized overnight and discharged the next day, (B)(6) 2024 around 1330. At the time of the report 18 days later, the patient experienced left jaw pain and cracking while chewing. There was no documentation of further medical evaluation or intervention for syncope due to hypoglycemia. No other details were documented. The reported glucose values fall within peg zone a. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).